Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was oversensing on the right atrial (ra) lead. Upon revision, it was noted that there was also insulation damage on the ra lead. The ra lead was inactivated and replaced. No patient complications have been reported as a result of this event.